Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient has a serious fatty acid oxidation disorder requiring a minimum amount of calories to prevent or treat severe rhabdomyolysis. She requires continuous nocturnal feeding to prevent catabolism and subsequent symptoms of rhabdo. When ill or during times of rhabdo, she required continuous feeds to treat or prevent exacerbation of rhabdo. On the night on (B)(6) 2025 her nocturnal feeds were set and started on the pump as usual. In the morning it was discovered that the feeds did not run through the pump and the feed bag was still full. As a result, the patient had significant symptoms of rhabdo. This is a new omni pump that was switched on (B)(6) 2024 for another omni pump for similar reasons. If the patient has rhabdo and requires continuous feeds throughout the day, her pump usually runs during the school day so she doesn't miss school. Since the pump was switched on (B)(6) 2024, she has missed ~5 days of school because the pump continues to alarm all day and disturbs the class. Therefore, she has been missing school so she can have her continuous feeds during the day without disturbing others.

Manufacturer narrative:
The device history record was reviewed, and the device was functioning as intended at the time of initial release. A root cause and corrective action is not applicable because the reported device was not returned to the service center for investigation. We will continue to monitor reports and take action as applicable.